Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Please see related MFR. Report numbers: 1221359-2022-02823, 1221359-2022-03193 to 1221359-2022-03194.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed on nasopharyngeal swab samples between (B)(6) 2022 to (B)(6) 2022. This report is for test four (4) of four (4). Repeat testing was performed generating one invalid result, and two negative results. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Upon further evaluation, it was determined this event was inadvertently reported and is not reportable as the customer did not experience false positive results. Hence, no further action will be taken regarding this MDR.